Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03215. It was reported that the patient experienced muscle weakness following a perm implant on (B)(6) 2021. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the entire scs system was explanted. Post-operatively, the patient's symptoms resolved.